Event description:
It was reported that when being pre-flushed following package opening, the catheter was found damaged.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0978 showed one other similar product complaint(s) from this lot number.